Event description:
It was reported that the epg (external pulse generator) has a broken atrial output connector, and it will not hold the plug. It was further reported that the device was not in use on a patient when it broke. The epg was returned for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the atrial output connector was broken. It was also noted that the upper case, lower case and side bail covers were broken and contaminated, the battery drawer was broken, the ring cover was contaminated, the battery contacts were compressed and the ring was bent.

Event description:
It was reported that the external pulse generator had a broken atrial output connector. It was further reported that the device was not in use on a patient when it broke. The generator was returned for repair. No patient involvement or complications have been reported as a result of this event.